Manufacturer narrative:
At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 26-may-2026 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 27-may-2026. It was reported that the patient received pump failure alarms from both of their remunitypro systems (serial numbers (B)(6)). Troubleshooting efforts were unsuccessful and the patient was instructed to present to the hospital, but refused. Additional information received from cvs specialty pharmacy on 12-jun-2026 stated that the patient was advised to switch to an older remunity pump they had on hand while awaiting replacement remunitypro systems.